Event description:
We received a report from a male patient who reported that he is not happy with the zma00 17.5 intraocular lens (iol) that was implanted in his left eye on (B)(6) 2014. The patient states he has trouble driving at nite due to glare, even with glasses. His near vision is blurry unless he wears glasses. He said that he had seen his doctor and was told that he will need to have surgery to improve his vision and he wanted to know if the manufacturer could help him with this. In follow up with his doctor it was learned that prior to implant surgery the patient's refraction was -2.00 +2.50 (axis not provided). She told the patient there would be residual astigmatism but she was able to provide him at no cost a femto laser procedure that took care of the cylinder. His visual acuity was 20/25 or 20/30 (she didn't have his chart available to check). She stated the patient was unhappy because he had to wear glasses to watch tv. He has already had a yag procedure and the lens is well centered. Patient has seen a retinal specialist as some macular drussen and early macular degeneration is noted. She told him that if he does have a prk he may end up over corrected and still not be happy. At this time the iol remains implanted.

Manufacturer narrative:
Explant date: not applicable as the intraocular lens (iol) remains implanted. All pertinent information available to the manufacturer has been submitted. Placeholder.